Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that about 10 weeks ago the patient believed something was wrong with their handset. When the patient went to give themselves a bolus to deliver their medication it would take 3+ minutes before they could get an injection completed some days. It would lag at 90%. During call agent walked patient through clearing data and patient closed all applications. Patient was able to connect to myptm and delivered a bolus like normal. The troubleshooting steps that were taken on the call resolved the issue. When agent asked for drug in pump patient did not remember for they just got a cocktail.